Manufacturer narrative:
Sample not returned for investigation in time for this report.

Event description:
The event is reported as: complaint alleges: catheter has split at the connector and is leaking urine. There appears the catheter is developing a hole at this point. No pt injury reported.